Event description:
It was reported that after a da vinci-assisted prostatectomy surgical procedure, after use, when removing the tip cover, when cleaning in the operating room, the customer found a loose monopolar curved scissors (mcs) cable. Photos were attached and confirm a broken cable at the distal end of the instrument. The instrument was removed from use. The procedure was completed with the same instrument with no reported injury and no procedure delay.

Manufacturer narrative:
Images were reviewed by a failure analysis engineer and confirmed the instrument ID and showed a broken grip cable at the distal end of the instrument. Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis as of the date of this report. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.